Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device is delivering low energy shock. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy capacitance. The device was operational after the defective assy capacitance was replaced with a new one. The device remains at the customer's site. No further action is warranted at this time.